Manufacturer narrative:
The field service technician (fst) was onsite for further investigation. According to service report# (B)(4) dated on 2018-11-05 following work has been performed: the fst replaced the battery and performed an 1 hour functional test and a electrical test successfully. The defective battery has been requested for further investigation in our life cycle engineering. A supplemental medwatch will be submitted after new information has been received. (B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
The hospital reported a [b temp] alarm when using the device. The customer specifies that the rotaflow console was plugged in before the patient got out of the operating room. At that time the amperage of the battery was correct (26.5). The medical staff clamped the lines and replaced the ECMO console. No consequences to the patient were reported. (B)(4).

Manufacturer narrative:
The defective battery has been requested on 2018-11-22 with RMA# (B)(4) for return to perform further investigation in our life cycle engineering (lce). The part was received on 2018-12-12. According to the investigation report (B)(4) on 2019-12-09: the most probable root cause of the presented error is a displaced contact due to incorrect assembly of the connector on the battery pack. It can be determined that this was a "production error". This error was difficult to detect and the consequence was not a complete failure but a sporadic error occurrence. Thus the reported failure "b temp error" could be confirmed. The device was used and the event occurred during treatment. Thus a relationship between the device and the complaint is given. The occurrence rate is below the acceptance rate, thus no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending.

Event description:
Internal reference: (B)(4).